Manufacturer narrative:
(B)(4). The customer reported to have not duplicated the alleged malfunction. The ventilator passes all the required testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.